Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 04/29/2014 with the following findings:investigation revealed that the display screen was dim and discolored. A battery compartment crack was found during evaluation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display and battery compartment crack. This report is made based on results of the investigation performed on 04/29/2014.